Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. Based on the description of the event, it is likely that the reported incident was caused by the jaws of the stapler becoming caught on the seal components as it was passed through the seal. However, the exact root cause could not be determined as the event unit was not returned. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: (B)(6). During surgery when surgeon inserts [stapler] 12 mm through trocar they have a very hard time getting it through. They need to use a lot of force due to it does not slide through as normal. When they retract the stapler the seal is damaged and they can not use the trocar anymore. I was not present when the procedure was performed and has therefore very little information. I asked her to insert a inzii bag cd004 through another trocar of the same model (not from the same box) and asked her if she felt any difference - it was completely different. No patient injury or illness associated with this event.

Manufacturer narrative:
The event unit will not be returned to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: gbp. Event description: during surgery when surgeon inserts [stapler] 12 mm through trocar they have a very hard time getting it through. They need to use a lot of force due to it does not slide through as normal. When they retract the stapler the seal is damaged and they can not use the trocar anymore. I asked her to insert a inzii bag cd004 through another trocar of the same model (not from the same box) and asked her if she felt any difference - it was completely different. Patient status: no patient injury or illness associated with this event.